Manufacturer narrative:
This event was previously reported to edwards lifesciences with more complete information. The details provided during the initial (duplicate) report from november 2020 indicated that there was no adverse event to the patient and no malfunction that would lead to an injury to the patient. The event was reported to the FDA, in error, conservatively. After a review of the initial report and this duplicate notification, it was determined that a MDR should not have been submitted. As such this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the need for the valve in valve procedure is unknown. Additional information has been requested but, to date, has not been received. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure a valve in valve procedure was performed with an 26mm sapien 3 valve. Additional information has been requested.